Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller indicated that the patient's recharger connection to the ins during recharging is intermittent. When they wiggle cord the controller displays a message with a red triangle that says contact medtronic. The cord was also getting hot during charging sessions. The caller indicated that they used a second recharger with the patient's controller and it worked normally. The caller was not with the patient. A replacement recharger was sent out.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n [nlf071572n], revealed. Analysis found"no anomalies were visually observed" and ""recharge problem, cannot continue, call medtronic" message" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.